Event description:
Reportedly, the ipg site pain had resolved. Ipg was tilted in the pocket, which the physician attributed the pain.

Event description:
It was reported the patient experienced pain located at the ipg site. As such, the ipg was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.